Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported with a description of hair in the intraocular lens (iol). Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol (intraocular lens) received in sealed company pouch. A hair can be seen in the center of the lens case lid. Pouch opened. Hair is stuck between the lens case lid and the primary label, iol intact. The root cause is deemed to be manufacturing related. Hair was confirmed stuck between the lens case lid and the primary label. The manufacturer internal reference number is: (B)(4).